Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported their pump was being replaced tomorrow.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal hydromorphone at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported that the patient was inquiring about the differences between 8637 and 8667 model pumps due to their doctor 'hoping' getting the patient's pump replaced this month. Patient stated their pump 'didn't make it the 7 years' but they thought the pump made it 'right around a year and a half, I think 2 years.' Patient confirmed the pump was still implanted. Patient stated they had already had to pay a couple thousand dollars for imaging before their pump can be replaced and inquired if there were discounts the patient could use to purchase a new pump due to their current pump's battery depletion issue. The patient stated the pump was not helping at all and was going to try to use another medication to see if that would help them but because the pump battery was depleted, they would need to go through another surgery to replace the pump and pay money to see if the pump/therapy would help them. Patient stated they were on the edge of just having the pump removed instead of getting it replaced. Patient mentioned their replacement surgery was projected to be sometime later this month.

Event description:
Additional information was received from the company representative (rep) stating that the patient was seen yesterday for a refill of saline again and programmed to minimum rate. The company rep stated the patient called the doctor office this late afternoon saying his pump had been alarming all day. The company rep called back and stated the patient had a motor stall and recovery non-electromagnetic interference (emi) or magnetic related. The company rep also mentioned that in (B)(6) 2023 was the last time the patient had been seen by previous doctor and had the pump filled. The old drug was dilaudid 16 mg/ml, 2.182 mg/day and baclofen 800 mcg/ml. The company rep stated that pump had been on minimum rate running saline since tuesday. They had tried to do a dye study but were unable to aspirate.

Manufacturer narrative:
Continuation of d10: product ID: 8781, serial# (B)(6), product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.